Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they had not had their implantable neurostimulator (ins) on for several months and now it is overdischarged. The reason for the overdischarge was patient compliance. The representative attempted 10 trickle charges before giving up on charging the ins. The patient said that this was first time he has let his battery go dead, but he can't bring it back. The ins remained implanted and still was not working. No patient symptoms were reported and no surgical intervention was planned. No further complications were reported. The indication for implant was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-04-27 reporting that the patient did not want to keep trickle charging and did not want to have surgery. Therefore the patient was just going to leave it in for now. There was nothing planned in the future to be done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.